Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual examination of the returned product identified inserter has impact marks to the strike plate and to the handle junction location. The threads of the inserter have been deformed and damaged. The ball impactor has damage to the od and to the threads. Due to the visible damage to the threads no measurements were taken. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat #: 010002726 / g7 36mm ball impactor / lot #: zb7653284. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner impactor and the handle were cross threaded causing both items threads to be stripped and were not able to be used anymore. Attempts have been made and no further information is available.